Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 565 mg/dl. The customer stated that she was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump did not deliver insulin during the prime test. The customer did decline further troubleshooting, and asked for a replacement insulin pump. Nothing further was reported.